Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant procedure, the atrial lead exhibited high impedance and high capture thresholds at multiple sites. The lead was not used and a new lead was implanted. The patient&#38112;condition was stable post procedure.